Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: light guide bundle light guide chipped. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer allegation the cause was traced to component failure of the universal code, component failure of the universal cable and the most likely cause could be the large tension exerted on the cable. Related to the new reportable finding found in the investigation the cause was traced to a component failure of the distal end of the video telescope, caused by a component failure of the light guide bundle and the most likely cause is that physical impacts and similar damage caused additional scratches. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the subject device displayed a communication error. The issue occurred during installation. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.